Event description:
Shortly after the infant was born they observed blood leakage. Upon inspection the staff reported that the clamp opened up. No add'l med treatment was required. Another clamp was applied.